Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted. The patient was discharged. During the 45-day follow-up on (B)(6) 2025, there were no changes noted and progress was monitored. During the one (1) year follow up, the d-dimer level was 7 micrograms per milliliter, so a computed tomography (CT) scan was performed two weeks later. A device related thrombus was noted on the surface of the closure device. The physician decided to resume the patient on direct oral anticoagulant (doac). A follow-up with transesophageal echocardiography (tee) will be performed in one and a half months after starting doac. There are currently no patient health injuries noted.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D1 brand name: updated with additional information received. D4 model number, lot number, catalog number, expiration date, unique identifier (UDI): updated with additional information received. D6a implant date: updated with additional information received. H4 device manufacture date: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted. The patient was discharged. During the 45-day follow-up on (B)(6) 2025, there were no changes noted and progress was monitored. During the one (1) year follow up, the d-dimer level was 7 micrograms per milliliter, so a computed tomography (CT) scan was performed two weeks later. A device related thrombus was noted on the surface of the closure device. The physician decided to resume the patient on direct oral anticoagulant (doac). A follow-up with transesophageal echocardiography (tee) will be performed in one and a half months after starting doac. There are currently no patient health injuries noted. It was further reported that the post-implant drug regimen up until the thrombus was initially eliquis plus aspirin, then clopidogrel plus aspirin, and then aspirin monotherapy. The thrombus was not biased toward the limbus and was mobile and pedunculated. The limbus looked longer than normal.